Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, "tightening and some discomfort," "significant calcification," "complete anesthesia of bilateral nipples," "rock-in-a-sock appearance" and "recalled implants." Healthcare professional additionally reported "joint pain, low back pain, muscle cramps, muscle pain and neck pain," "mouth sores," and "cold extremities"; these events are not device-related. Device has been explanted. This record is for the left side.